Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from an investigator initiated study, dutch persona study, that there were pain complaints along the medial side of the left knee, presumably patellar complaints. X-ray, CT scan, and marcainization were performed. There were no indications for a problem with the knee prosthesis. Approximately 3 years later, the patient was on the waiting list for a patella replacement but has not yet had surgery. Subsequently 2 years later, the ae was set to resolved due to exclusion, however, the ae was still present. It is unknown if there were any contributing conditions related to the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remain implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from an investigator initiated study, (B)(6) study, that there were pain complaints along the medial side of the left knee, presumably patellar complaints. X-ray, CT scan, and marcainization were performed. There were no indications for a problem with the knee prosthesis. Approximately 3 years later, the patient was on the waiting list for a patella replacement but has not yet had surgery. Subsequently 2 years later, the ae was set to resolved due to exclusion. Attempts have been made and no further information has been provided.